Event description:
The facility's biomedical technician reports the pump turns itself off. Information regarding whether or not the device was in used on a pt when the pump turned itself off was also not available and no additional contact information was provided. No record of any pt incident involving the pump.